Event description:
It was reported that the pt experienced a loss of therapeutic effect since going to a hospital for an unrelated medical event. She was at home. Further info is being requested from the hcp.